Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level. Technical support guided the caller through resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurs.